Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) did not duplicate the customer reported issue. The cse replaced the battery because it is a non-covidien battery. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).